Event description:
It was reported that during an unspecified surgical procedure, it was observed that the cutter device broke. There were no delays to the surgical procedure as a spare device was available for use. It was reported that the physician successfully retrieved the broken piece of the device with no injuries to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
- The type of product involved was initially reported incorrectly by the facility, and has been updated to reflect the correct component. The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was confirmed. A visual and dimensional assessment was performed which determined that the device met all measurable dimension specifications. The assignable root cause was determined to be excessive side loading of the device during use, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lot number was unknown. Therefore, the date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.